Event description:
During baxter's functionality testing it was found that a spectrum pump has a keypad malfunction. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The identified "keypad malfunction" was confirmed during evaluation. Eval found the #0, #1 and #2 keys o be intermittently working caused by a failed keypad. The failed keypad was replaced.